Manufacturer narrative:
The reported event was the lead being unable to implant. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that patient presented for scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to connect with the myocardium. The rv lead was not implanted, and an alternate lead was used to complete the procedure on (B)(6) 2025. The patient was in stable condition.